Event description:
Correction: there was no delay. Additional information: the reported issue occured during pre-cardiopulmonary bypass. Per the clinical summary on (B)(6) 2015: the reported issue is the user observed multiple "level sensor not attached" messages during preparation for cardiopulmonary bypass (cpb). This is an indication of inadequate coupling of the sensor to the reservoir. They use the medtronic fusion oxygenator and attached reservoir and this reservoir is oval in shape. Some sections of the reservoir are less rounded than others, but there are no flat surfaces. The returned email from the subsidiary site also stated that the sensor pads were placed over a label and the sensor pads were not allowed to set for five minutes prior to the connection of the sensor. These types of user issues are mentioned in the instructions for use (IFU) and the inadequate coupling could be related to these user practices and/or due to oval reservoir shape. Adequate coupling was not able to be established, thus alarm sensing was not used during the case. It appears the alert sensor continued to function, thus some level of sensing was utilized during the case. This did not delay the procedure and the case was completed successfully, without delay and no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. The level sensor was not returned for laboratory evaluation. The customer practices noted could cause ¿not attached¿ messages as well as ¿disconnected¿ messages to be displayed on the central control monitor (ccm).no additional action will be taken at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the level sensor gave a continuous alarm message of "level sensor disconnected". The device was not changed out, as the customer continued the procedure without level sensor. There was a delay, the surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.